Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired on (B)(6) 2016. The cause of death is unknown.

Event description:
It was reported that the patient's cause of death is unknown by the patient's pain management facility. However, the patient's physician does not believe that the pump was causally related to the patient's death, and does not believe there were any issues with the pump. Pump therapy was intended to treat pain due to failed back surgery syndrome and cervicalgia with bupivacaine, baclofen, and morphine. The morphine dosage was 1.7 mg/day, and the daily dose for bupivacaine and baclofen are unknown.

Manufacturer narrative:
Updated with additional information. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: (B)(4).